Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during follow-up it was noticed that contralateral limb was occluded and compressed by the ipsilateral limb and ipsilateral extension. The physician stated the event was device related. No intervention has been performed and the patient will be monitored. No clinical sequelea were reported.

Manufacturer narrative:
(B)(4)